Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please provide the lot number for the involved device. No further information is available. No further information will be provided this is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, 3 packages were used for myometrium, but one needle-suture was detached from the suture easily. When an assistant tried to pull the suture after passing the needle through the myometrium, it was detached easily. It was a control release needle. The needle did not fall into the patient. No adverse patient consequences were reported. Additional information was requested.